Event description:
It was reported that the implant was placed with a sinus lift and had to be removed due to necrosis of the autologous bone of the patient. Only the sinus lift bone stayed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Event date not provided. Brand name not provided. Catalog and lot number for the device not provided. Manufacturing date is unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet implants were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was conducted using applicable instructions for use risk files and other available information. Functional testing could not be performed due to the nature of the devices and event. No pre-existing patient condition was noted on the per. The reported device had been placed on an unknown tooth site for an unknown period of time. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08/01. Information identified: warnings. Per the applicable IFU, 'physiological and anatomical conditions may affect the performance of dental implants'. DHR/complaint history/sterilization records review: DHR, sterilization records & complaint history review could not be performed since the lot/item number was not provided/known. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: september post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction could not be verified. The reported event could not be verified as the exact details of event and patient physiological/anatomical conditions were nonverifiable.

Event description:
No further event information is available at the time of this report.